Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric, de novo target lesion was located in the non-tortuous and non-calcified left main artery. A 3.50x24mm promus element plus stent was deployed in the target lesion. However, it was noted during post-deployment that the stent was fractured. An additional non-bsc stent was then deployed to cover the deformation. No further patient complications were reported and the patients status was stable.